Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Moisture damage on the electronics assembly, motor and vibrator during visual inspection. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after being exposed to water. The customer reported that there was condensation under the display. Blood glucose level at the time of the incident was 112 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.